Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged a few days after implant. Both leads were repositioned and remain in use. Upon lead repositioning, the implantable pulse generator (ipg) exhibited no pacing so the ipg was explanted and replaced. No patient complications have been reported as a result of this event.